Event description:
It was reported that the nozzle to patient circuit "stripped" out of device. No patient involvement was reported.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Complete UDI - (B)(4). Evaluation codes updated device evaluation: one sample was received. A visual inspection found no additional damage other than what was initially reported. The customer reported problem was able to be verified. The cause of the issue was found to be an impact of the device. The vrv manifold was replaced as well as the MRI battery, sintered filter, and o rings. The patient pressure cycling led was reset and peep control valve was adjusted to tolerance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.